Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The customer reported a 5.5°c temperature discrepancy on the thermogard console (B)(6), where the temperature displayed on the console differed from the reading obtained via the temperature probe during a simulation test. No patient involvement.